Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to perform CPR on an (B)(6) year old male patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. The clinician subsequently administered the shock to the patient. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. The device was put through extensive testing including full functional testing including a focus on the analysis testing by simulating both asystole and vfib waveform without duplicating the report. The device was recertified and returned to the customer. Review of the device history log showed the event date of (B)(6)2020 was overwritten by data from (B)(6)2020, therefore, the log was unable to confirm the reported event. Please note that CPR motion artifact during an ECG analysis will cause deflection of the ECG waveform and influence the analysis result. No trend is associated with reports of this type.